Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to verify customer's reported problem. The alarm was working as intended as well as the display. Only the battery that last for 10 minutes might be the cause of the issue.

Event description:
It is reported to vyaire medical that the ltv1150 unit experienced no audible alarm, sound and flashing coming from the device. There was no information regarding patient involvement.